Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. There was no indication that the event was caused by a misuse or that the event was related to design of the device. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was confirmed that the complaint was related to the incorrect reprocessing method performed by the user. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use. Olympus gf type uct180. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Chapter 9 storage and disposal. The device was not returned for evaluation. The endoscopy support specialist (ess) completed the reprocessing in-service visit at the user facility on 30nov2023. All cleaning disinfection and sterilization information was reviewed. The customer was provided information on reprocessing of the brushes (gf-uct180). The customer was advised of the proper material needed for reprocessing and to reference the instruction for use (IFU). A follow-up training was scheduled. Based on the observation summary report from an ess, there were some reprocessing deviations observed during the on-site visit, and they were as follows: the facility was not using the cleaning brush (maj-1534) to brush the forceps elevator or aspirating the scope with the suction cleaning adapter (mh-856.) However, there were no reports of patient harm or impact associated. The ess provided a reprocessing in-service training to the user facility staff and reprocessing training materials for their reference. There was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. There were no other concerns about the reprocessing. In general, the end user is required to inspect the device prior for defects, check the function of all devices and alternate equipment prior to use. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the ultrasound gastrovideoscope was being improperly reprocessed. The ess reported that the facility was not using the cleaning brush (maj-1534 ) to brush the forceps elevator or aspirating the scope with the suction cleaning adapter( mh-856.) There were no reports of patient harm.